Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two weeks following the routine device replacement procedure, out of range impedance measurements were noted on the competitor right ventricular (rv) lead. During invasive investigation, external metal objects were found in the atrial and ventricular header ports. After extracting and thoroughly washing the system, all measurements were appropriate. No additional adverse patient effects were reported.